Event description:
It was reported during in clinic follow up that the pacemaker exhibited alerts of excessive radio frequency usage leading to possible premature battery depletion. The pacemaker experienced a telemetry lock out in attempt to preserve battery. The device was reprogrammed and remained implanted. There were no patient consequences and the patient was in stable condition.